Event description:
- -

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that the patient with this device and non-boston scientific leads reported received four external shocks and subsequently became bradycardia. It was thought the device malfunctioned. The source of the external shocks is unknown at this time, however it was thought this was due to noise consistent with transient potentials such as electrocautery or electromagnetic interference. There were large numbers of ventricular episodes. In addition, there was concern the non-boston scientific leads were not functioning appropriately; no threshold measurements could be obtained. A decision was made to replace this device. A replacement procedure was performed. This device was replaced successfully. Post procedure, it was determined the system was functioning appropriately. The device will be returned for analysis.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.